Manufacturer narrative:
Corrected data: h10 - code 4581: angle closure, should have been specified in previous supplemental. Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, dry with residue/debris on the lens. Visual inspection found the lens haptic bent and deformed with residue on the lens. Corrected data: b5 - patient also experienced angle closure with elevated intraocular pressure - should have been included. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -12.0/+1.5/080 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6)2020. On the same date, in a separate surgery, the lens was exchanged with a shorter length lens due to excessive vault. The problem was resolved.